Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had motor error during rewind. The customer¿s blood glucose was unknown at the time of incident. Customer reports the drive support cap appears normal. The customer state that they were able to clear the alarm but not able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.